Event description:
It was reported that during the transport of (B)(6) female pt being treated for cardiac arrest, the autopulse platform displayed "replace battery" after several compressions. Caller stated that the battery was fully charged. The medic replaced the unit with a different battery and the platform seemed to work fine. The customer reported that they maintain their batteries properly. No adverse pt sequelae was reported. No further information was provided.

Manufacturer narrative:
Zoll circulation has not received the product in complaint. A supplemental report will be filed if and when the product is returned and investigation has been performed.